Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, left common iliac artery. The fox plus 7 x 40 x 80 balloon ruptured on the first inflation of 10 atmospheres. There was no resistance felt during advancement to the lesion. Another same size fox plus balloon catheter was used to complete the procedure. No adverse patient effects and clinically significant delay in the procedure were reported. No additional information was provided.